Event description:
Our affiliate is reporting that a pt underwent an arthroscopic shoulder repair in 2007. One year later, the pt presented with pain. A re-surgery was performed, and it was discovered that the head of the spiralok had broken off and was stuck in the supraspinatus tendon. The fragment was removed, the body of the anchor remains buried in the bone. The surgeon re-fixated using a competitor's device. His re-surgery was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device and is also in the info gathering mode. When all that can be had is had and evaluated, the results of the investigation will be the subject of the follow-up report.